Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed telemetry testing due to the cable being out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head did not interrogate. It was returned for service. No patient complications have been reported as a result of this event.